Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 330cc mentor smooth round high profile saline prosthesis. Post-operatively, the patient is stated to have experienced a deflation event. The information did not specify if the deflation was unilateral/bilateral or indicated a left/right deflated prosthesis. As both implant¿s information was provided, it is assumed both implants were reported deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-00711 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2022, mentor received follow-up information which indicated there was no product defects or patient harms associated with this device. Refer to report number 1645337-2022-00712 for the event associated with the contralateral device. Manufacturer¿s reference number: (B)(4).